Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the mtm to resolve the errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system reflected multiple 23025 errors pointing to the right master tool manipulator (mtmr) an intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted the reported issue. The troubleshooting attempts were unsuccessful. The procedure was converted to a laparoscopic surgery. Isi contacted the site/reporter and obtained the following additional information regarding this event: the procedure was converted to a traditional laparoscopic approach because the right master of the surgeon console had to be disabled in order to stop the recoverable fault from reoccurring. Robotic procedures could only have been completed with the use of one master. The conversion did not result in increasing port size incision or adding additional ports. The change was inevitable, and the clinical condition of the patient intraoperatively did not change. The procedure was converted to traditional laparoscopic and was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The mtm was analyzed and found to have error 23025 along axis 4. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.